Event description:
Device malfunction: bent exchange sheath splitter, incomplete exchange sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the exchange sheath did not split the last centimeter. It was noted after the device was removed that the exchange sheath and the splitter was bent medial. Manual compression was applied to achieve hemostasis. It was believed that the tip of the flex-guide of the starclose se contributed to the exchange sheath splitter becoming bent. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
Other (incomplete exchange sheathing splitting). The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.